Manufacturer narrative:
(B)(4).

Event description:
A little less than four months prior, it was reported the patient had great initial results, but the patient was no longer getting the same beneficial effects. It was noted the patient had an x-ray taken and they were waiting for their doctor to view the x-ray and advise the patient. The patient¿s status was reported as no injury. Information received as of the date of this report indicated the lead had moved and it was in the wrong location. The patient had a lead replacement and was receiving therapy post-operatively. No further information was reported. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# 2026225683, explanted: (B)(6) 2014, product type: lead. The manufacturing site ID was previously reported as 3007566237. Additional review indicates the correct manufacturing site ID is 3004209178.

Event description:
Additional information received reported the lead replacement occurred on (B)(6) 2014.